Manufacturer narrative:
Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable elecsys tsh v2 result for one patient sample tested on the cobas e 801 module. It is not known if the results were reported to the patient or the medical personnel. The sample was sent to an investigation site that used elecsys tsh v2 on a cobas e 801 module and elecsys tsh on a cobas e 411 analyzer. It was also sent to an outsourced laboratory that uses an abbott architect. The serial number of the customer's (B)(4). The serial number of the investigation site's (B)(4). The serial number of the investigation site's (B)(4). The lot number of the tsh v2 reagent used at the investigation site's (B)(4) with an expiration date of 30-dec-2022. The lot number of the tsh reagent used at the investigation site's (B)(4) with an expiration date of 30-nov-2022. Refer to the highlighted sections of the attachment in the medwatch for the questionable results.